Event description:
It was reported that during a femoral sizing procedure on (B)(6) 2010, the tip of a drill bit fractured and was retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. This report submitted december 20, 2010.